Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos an samples were evaluated and the customer¿s indicated failure mode for foreign material in the gel and embedded in the tube with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that 3 bd vacutainer® sst¿ blood collection tubes had foreign matter in their gel, and 4 tubes had black foreign matter embedded in them. All defects were found before use. The following information was provided by the initial reporter, translated from japanese to english: "fm in gel x3, black spot in tube x4".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd vacutainer® sst¿ blood collection tubes had foreign matter in their gel, and 4 tubes had black foreign matter embedded in them. All defects were found before use. The following information was provided by the initial reporter, translated from japanese to english: "fm in gel x3; black spot in tube x4".